Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for a long charge time that was noted on a patient's device. The patient was seen at a routine follow-up and was asymptomatic. The nurse ran a manual capm. The device performed normally. The physician may wish to consider continued monitoring of the device.